Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the impedance issue was not determined. It was stated that the ins was depleted for so long that they were not able to retrieve any baseline data prior to the surgery to compare the impedance too. The surgeon attempted cleaning and reconnecting the extensions during the surgery, but the issue did not resolve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremors and movement disorders. The rep reported that the 8-11 combination on the patient's newly implanted ins had an impedance of 41 ohms. The rep reported that the healthcare provider (hcp) rechecked the connection and switched the extension on the battery, but the low impedance remained. The rep reported that the hcp decided to close up the patient and scheduled a time to have the patient reprogrammed to try to correct the issue. The rep reported that it was unsure exactly when the short could have occurred. But it was first noticed after the placement of the ins. The rep reported that the extensions were cleaned and the ports on the ins were tested, but no resolution was found. No patient symptoms were reported. No further patient complications have been reported as a result of this event.